Manufacturer narrative:
Batch review performed on 07-oct-2024: lot 2318444: (B)(4) items manufactured and released on 04-aug-2023. Expiration date: 2028-07-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved, batch review performed on 07-oct-2024: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2314990: (B)(4) items manufactured and released on 24-aug-2023. Expiration date: 2028-08-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 10 months after primary, the patent came in reporting pain due to a joint luxation and the cause is unknown. The surgeon revised the head and liner. The surgery was completed successfully.